Event description:
It was reported that the patient heard an audible noise from the implant device. In clinic, it was noted that the patient was symptomatic of bradycardia and the pacemaker cannot be interrogated and failed to capture. The patient experienced discomfort due to the reported events. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to capture, inability to interrogate and noise were confirmed. As received, the device telemetry was not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.